Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to use a scuba co-cr stent to treat a lesion on the middle segment of iliac artery with 60% stenosis, calcification, tortuosity and stenosis. No abnormity noticed during inspection prior to use. During the operation, the stent dislodged in the common iliac. The dislodged stent remains in the patient. Physician implanted complete se stent to the proximal of iliac artery to complete the operation. Patient thought it increased risk and expense. The physician commented that the event was related to lead dislodgement. No patient injury was reported as a result of the event. "Please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions." The physician determined it's a quality issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.